Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2017 with the following findings: evaluation revealed a dim display with reddish text. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display with reddish text. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/30/2017.